Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller was guided through the process, successfully resolving the issue without the error reappearing.